Event description:
Boston scientific corp. 480 pleasant st, watertown, ma 02172. No other info has been provided and our investigation into this matter has proven unsuccessful. No further details are available. This MFR considers this complaint/MDR closed.